Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issues the cause of the ins being right at the surface of the skin was resolved. The cause of the recharger issues were determined to be improper use of placement of the recharger. It was reported that the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient regarding an external device. The reason for call was the patient reported that their recharger suddenly would not work. The patient stated that they'd been recharging the recharger on the dock for a couple of hours, and nothing had happened. Patient services asked the patient if the green light on the back of the dock was consistently lit and the patient stated yes, it was just plain green on the dock and that they were using the thick white charging cable. Patient denied the battery lights were scrolling and stated all 3 battery lights were lit up on the recharger doing nothing, just solid green and when they took the recharger off the dock to power it on, the recharger was not powering on. Patient services had the patient place the recharger on the dock and hold down the power button for 10 seconds and then take the recharger off the dock and attempt to turn the recharger on. The recharger did not turn on. Patient services then had the patient do a recharger reset and at about the 28 second mark, the recharger powered on and did a descending tone. Patient services wasn't sure if the patient pressed the button on the recharger to make it go to the normal recharger "searching" beeping but then they powered recharger off. Patient services had the patient enter into the recharger application and turn the recharger back on and the patient saw the recharger had paired to the handset and it showed the recharger was 'searching'. The troubleshooting steps taken on the call resolved the reported issue. Patient placed the recharger over the ins site and stated sometimes they had to turn the recharger off and back on a few times because this process was "funky" and it seemed like the connection wasn't good enough sometimes. The recharger connected to start charging the ins and showed the ins was at 20% charge which they stated was the lowest the implant had ever been. Patient stated the ins was usually 50% charged when they went to charge because they would typically charge the ins once a week. Patient did not give further information on this comment and patient services did not ask any further questions as they were focused on the reason for call. Patient lost connection again, reconnected and then lost connection again. Patient again said they have always had to do this to connect. Patient services asked if the communicator was off and the patient stated the communicator was off but had a solid green light. Patient unplugged communicator. Patient continued to try to connect and patient saw "recharger is inactive" on the handset. Patient did not see any service codes each time patient services asked the patient if they saw any. Patient woke the recharger up and the recharger connected to the ins but lost connection again. Patient stated they had a slim frame and they could feel the ins right at the surface of the skin. Patient services asked the patient if they were near any emi and the patient stated they were at their desk where they kept the dock and their recharging equipment next to a computer. Patient services had the patient move away from the office and go into a room without emi. Patient did so and then connected to ins and lost connection a few more times but was able to begin a charging session with excellent connection. Patient stayed connected and was going to continue charging the ins to completion. Patient services reviewed recharger best maintenance practices with the patient and the patient stated they always kept the recharger on the dock and charging when not in use but stated they would find a new location to store the recharger and dock when not in use away from any emi so they weren't near emi when they tried to charge. Patient stated they would call back if they needed further assistance. Documented the reported event. No further action was taken by patient services.